Event description:
It was reported that the patient experienced a perforation from the right atrial (ra) lead. Thresholds were noted to be high post implant, and a small cardiac effusion was confirmed with echocardiogram. A pericardiocentesis was performed and the lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.